Event description:
It was reported that a pt skin burn was found at the indifferent electrode site during a procedure using a valley lab split electrode, the stockert rf generator and three ez steer catheters.